Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The contacts on the battery cap were damaged. Customer's blood glucose level was 362 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan until he received the replacement battery cap. The device was not returned.